Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional information has been requested for this complaint event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing evaluation was performed for the returned device. The report states that plate is broken at one of the unthreaded holes. The plate is in a poor condition there are nicks all over the plate all screw holes are damaged and have deformation at the bottom. Especially next to the broken hole is a clearly visible nick. The relevant dimensions of the holes can not be verified anymore due to the above described damages. Therefore this complaint is indeterminate from a manufacturing standpoint. According to the manufacturing documents these holes were checked during the final inspection and no deviation was found. Also it is indicates that with 316l the correct material was used. The fracture face is homogenous, which indicates material conformity a well. It can not be explained why the plate is in such a bad condition. Fact is that at all damages the passivated layer is worn out, which indicates that the damages were caused post-manufacturing. Therefore, manufacturing evaluation of the returned device is indeterminate. Placeholder.

Event description:
Patient was implanted with a 3.5mm locking compression reconstruction plate, date unknown. It was reported the patient had a nonunion and the plate broke, date unknown. Patient had the implant removed on an unknown date. Patient was revised to a lcp plate and screws. Additional information has been requested. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional patient information reported: (B)(6). X-ray on unknown date revealed non-union. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis.

Event description:
This is 1 of 2 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was evaluated by product development engineer. The report states that product drawing sm_203316 revision b was reviewed. This plate is manufactured from 316l ss which is a typical material used for implant plates. The design is adequate for its intended use and did not contribute to this complaint.

Event description:
This is report 1 of 2 for complaint (B)(4).